Manufacturer narrative:
The insulin pump had intermittent blank display and battery heating up due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube. Unable to verify any alarms due to the intermittent blank display.

Event description:
The customer reported a blank display after changing the battery. The customer also stated that the battery was hot when she removed it from the insulin pump. Troubleshooting was performed and the insulin pump alarmed failed battery test, then had a blank display again. The reported blood glucose reading was 165 mg/dl. Nothing further was reported.